Event description:
Pt self tester alleging imprecision inratio readings. Inratio 4.3, retest 2.3 fifteen minutes apart. Pt was in the hospital not related to inratio and received blood transfusion only days ago.

Manufacturer narrative:
Investigation pending.